Manufacturer narrative:
The customer reported a complaint that the thermogard xp ivtm system (sn b)(6) displayed a tcmid:08 (coolant temp low) message was confirmed during the archive data review. The tcmid:08 error could not be verified during the initial functional testing because the thermogard system failed due to tcmid:06 (ce post failure) upon powering on. The root cause of the error messages was determined to be a failed cooling engine (ce) heater. The event log review indicated a tcmid:08 error message, thus, confirming the reported complaint. In addition, the event log review indicated displayed tcmid:06 (ce post failure) error message, not reported by the customer; however, is related to the reported tcmid:08 error. The thermogard system failed the power on self-test (post) due to a tcmid:06 error. The measured resistance from the heater was out of range. The cooling engine (ce) heater needs to be replaced to address the customer-reported complaint and the observed tcmid:06. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
On oct. 22, the thermogard xp ivtm system (sn tgxp11147) displayed a tcmid:08 (coolant temp low) message. No patient involvement.